Event description:
It was reported that the patient's pump and catheter were explanted due to meningitis infection. The patient developed a seroma of the pump pocket following pump implant. The patient was admitted to the hospital and diagnosed with meningitis. The system was completely removed. The patient also experienced headache. The patient outcome was reported as with injury. The device system was used to deliver infumorph. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8709sc, lot# n237680002, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).